Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate. After 24 hours the pump was manually set to ¿lock¿ and then powered down. When the pump was powered on the 1.0 unit basal rate remained programmed in the pump with no changes observed. Unrelated to the complaint, evaluation revealed that the display was discolored. The complaint that the pump¿s basal settings cleared after rebooting the pump was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump¿s basal settings were cleared after rebooting the pump. It was noted that the pump had to be rebooted due to a locking issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.